Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter: occurred during an open discoidectomy skin closure procedure. The suture was being used for the skin closure. The surgeon performed a simple interrupted percutaneous suturing technique. There was temporary injury and non-permanent tissue damage due to tissue reaction. The patient outcome is alive, no injury.